Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that the right l4 setscrew is displaced. However, the patient did not have any pain. Approximately 30 days post op, a revision surgery was performed and the setscrew was replaced with a new one.

Manufacturer narrative:
(B)(4): applicable imaging films were returned to the manufacturer for evaluation. Ap <(>&<)> lateral x-rays of l4/5 interbody fusion. The cage is in good position. The setscrew on the right side of the picture has backed out from upper right screw.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height, at center, is significantly different than typical from bench tested sample. Rod witness marks on set screw rod interface surface suggests the rod may have been located in the head at an angle or mislocated in the construct. This is indicated by the rod witness marks on the surface of the set screw, and the asymmetrical final tightening witness marks. Set screw rod interface node height and witness marks indicate rod may not have been completely seated in bone screw at final tightening, or mislocated in the construct.